Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was depleting quickly. Pump system check confirmed the reported battery issue. Blood glucose was 154 mg/dl. Customer reverted to an alternative method for insulin delivery.